Manufacturer narrative:
The repeat value of 30.03 mmol/l was provided in error. The investigation determined the issue is related to the sample. A product problem could not be identified.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with triglycerides on a cobas 8000 c702 module. The customer stated the sample was lipemic. No questionable results were reported outside of the laboratory. The sample initially resulted in a triglycerides value of 2.22 mmol/l. The value did not match the patient's clinical diagnosis, so it was repeated. The sample was repeated using decreased sample volume after ultracentrifugation of the sample and it resulted in a value of 11.62 mmol/l accompanied by a flag indicating there were issues with the reaction kinetics. The sample was diluted 1:20 and repeated, resulting in a value of 39.03 mmol/l. A repeat value of 30.03 mmol/l after 1:20 dilution was also provided, but it is not known if this is an actual repeat value or if it was provided in error. The customer is questioning why the initial value of 2.22 mmol/l was not accompanied by a flag indicating an issue with reaction kinetics.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.